Event description:
The customer reported that during a laparoscopic colectomy the plastic coating at the jaw end has sheared off exposing metal wiring. Where the plastic coating has sheared metal wire was exposed causing alternate tissue burn but resulting burn did not cause any complications. The pt status is reported as ok. The burn was reported as minimal requiring no treatment. The other instrument in use was a laparoscopic hook. Nothing fell into the pt cavity.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.